Event description:
Patient reported having a fall in the shower on (B)(6) 2020 and believes that it was due to high blood sugar because he was experiencing vision issues at the time of his fall. Patient did not go to the hospital.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the hyperglycemia is confirmed. The returned device was observed to have a large air bubble inside the medicinal vial which this could contribute to a hyperglycemia reading.